Manufacturer narrative:
Based on the log files, several observations of communication errors have been mad using the inductive head (cpr4 ra2310108e). After the reboot, there is no telemetry error anymore. The same inductive head (cpr4 ra2310108e) is used. The behaviour reported seems related to the cpr4 telemetry head sensitivity to the environment in which it is used. Indeed, according to the analysis performed there¿s no evidence of any software issues or any problem in the connection between the cpr4 telemetry head and the smarttouch programmer. The reported behaviour seems to be related to a difficulty in the communication between the telemetry head and the implanted device due to electromagnetic interference. This interference could be generated by the equipment present in the room and near the programming head, such as screens, chargers used for laptop or tablet or a motorized seat or table. Based on the available information, no issue is suspected on the smarttouch programmer.

Event description:
When I arrived in the surgery room, the physician was interrogating an alizea pacemaker inductively, as the bluetooth interrogation didn't work. After switching completely off the tablet and restarting it, bluetooth interrogation was then enabled. Problem already encountered on several other tablets but no time to send complaint, but as it is really recurrent I am making this complaint.

Event description:
When I arrived in the surgery room, the physician was interrogating an alizea pacemaker inductively, as the bluetooth interrogation didn't work. After switching completely off the tablet and restarting it, bluetooth interrogation was then enabled. Problem already encountered on several other tablets but no time to send complaint, but as it is really recurrent, I am making this complaint.